Event description:
It was reported that a loss of telemetry monitoring occurred for 3 patient for approximately 3.5 hours due to a presumed hardware failure. The patients were monitored via video, but no alternative physiological monitoring was available. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.